Manufacturer narrative:
Phone number removed from grid - failing electronic submission (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported "giving high impedance and not firing soft".there was no report of patient involvement.